Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "high occlusion pressure" was not reproduced during downstream occlusion testing, the device passed the testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no (B)(6)the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed high occlusion pressure. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.